Manufacturer narrative:
D4: the UDI string for this product is: (B)(4). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: console unit (fprch8000-02r s/n (B)(6)) was received by arden hills cis ops and analyzed. Noticeable surface damage was found on front right corner of console and console front panel during visual inspection. After powering up the unit and logging into software, error code 60-07 'invalid configuration' was encountered, and start procedures was disabled; this popup occurred on partition one. When logging into partition two, no error codes were encountered and 'start case' procedure was enabled. Rolled back software to partition one and performed 'restore defaults' for machine, software, regulatory, and metrics configurations. Rebooted the machine and the error code was no longer popping up after login. Performed functional testing and was able to perform freeze-thaw testing in procedures. The reported failure was confirmed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for us refurbished icefx system confirmed that the event of procedure cancelled is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable conclusion code of caused traced to component failure because software configuration was not calibrated correctly to match with configurations on partition two. Reloading the configuration files on the first partition resolved the issue.

Event description:
It was reported the procedure was cancelled due a system malfunction. A us refurbished icefx system was chosen for a cryoablation procedure. During the procedure, a 60-07 error occurred. The procedure was cancelled due to this system malfunction. Patient sedation at the time of the procedure cancellation is unknown. Additional information was requested through the good faith effort (gfe) process; however, the information has not been received.

Event description:
It was reported the procedure was cancelled due a system malfunction. A us refurbished icefx system was chosen for a cryoablation procedure. During the procedure, a 60-07 error occurred. The procedure was cancelled due to this system malfunction. Patient sedation at the time of the procedure cancellation is unknown. Additional information was requested through the good faith effort (gfe) process; however, the information has not been received.

Manufacturer narrative:
D4: the UDI string for this product is: (B)(4).

Event description:
It was reported the procedure was cancelled due a system malfunction. A us refurbished icefx system was chosen for a cryoablation procedure. During the procedure, a 60-07 error occurred. The procedure was cancelled due to this system malfunction. Patient sedation at the time of the procedure cancellation is unknown. Additional information was requested through the good faith effort (gfe) process; however, the information has not been received.